Manufacturer narrative:
This is a report of a use error where the patient did not make a secure fit between the supply line and the heater bag before beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of six. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarms, and assisted the patient to recycle power to clear the alarm. The patient stated there was a loose connection due to an incomplete connection. The tsr reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.